Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's system board and 3-way solenoid valve was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's system board and 3-way solenoid valve were replaced to address the issue. The system board and solenoid valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and solenoid valve were functioned as designed and operated without issue or error codes.